Event description:
During a right shoulder rotator cuff repair, the tip of a scorpion needle broke off in the shoulder joint. Attempted to retrieve but unable to. C-arm able to visualize 1.5 to 2 mm flat metallic tip of this suture passer in the rotator cuff tissue. It did not move during passive range of motion of shoulder.